Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line and lot number, failure mode and effects analysis, health hazard analysis and system hazard use misuse analysis. The DHR (device history record) review revealed no issues that would lead to evaporated media. Trending analysis for "media evaporation" was analyzed for the period of (B)(6) 2010 to (B)(6) 2011; no significant trend was observed. The lot history was reviewed for complaints of "media evaporation" from the date of manufacture to the complaint open date and there were no other reported incidents. The fmea (failure mode and effects analysis) demonstrated that the rpn for this failure mode is at an acceptable level. The hha (health hazard analysis) was reviewed and the risk for this issue was assessed as none/negligible. The shuma (system hazard use misuse analysis) was reviewed for this issue and the risk was assessed as "broadly acceptable". The customer did not provide sufficient information to definitively conclude a root cause. The actual product was not returned. Retain product was tested and no problem was found. The retain bis were found to function as intended.

Event description:
A facility reported that after incubation, the sterrad cyclesure 24 biological indicator ampoule was found broken and the media was evaporated. It was confirmed that there was no injury or harm reported associated with the event. The details of the event are unknown at this time. It is also unknown if the load was recalled and reprocessed. A supplemental medwatch report will be submitted when additional information is received.